Manufacturer narrative:
Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v 16.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient experienced visual issues of blurry vision, poor distance vision, and poor vision. Iol explant was scheduled for (B)(6) 2022. Through follow-up, additional information was received confirming in a secondary surgical procedure the iol was explanted and replaced with a dfr00v 17.0 diopter iol. Incision site was slightly enlarged and suture was required. There was no complications, such as capsular tear, no serious patient injury, and no vitrectomy. The patient's post-lens exchange outcome was reported as good. No further information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 13-dec-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues. Complaint issue "blurry vision", "unexpected postop refraction", "explant", and "sutures" were not identified during product evaluation. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.